Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized due to low blood glucose levels. The customer was driving while wearing the insulin pump and passed out in her car at a red light. The customer was treated by emergency medical services with food. The customer's blood glucose reading was 33 mg/dl. Customer stated she thinks she went low due to moving addresses and lifting boxes. Nothing was replaced or returned.